Event description:
It was reported that the patient presented remotely via merlin net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the post-paced t-wave over-sensing continued to occur. No intervention was performed. No patient consequences was reported.